Event description:
The pt was implanted with a left ventricular assist device. A device tracking form was received with the cause of expiration noted as "multi system organ failure."

Manufacturer narrative:
The pt expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.